Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the hip. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the hip, which is considered off label use. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint sensor was returned for evaluation. Investigations were unable to be performed to determine the cause of failure due to analysis would not be able to confirm complaint or determine a potential root cause. Therefore, the complaint of inaccuracies could not be confirmed. A root cause could not be determined.